Manufacturer narrative:
Evaluation summary: because none of the packaging was returned, it is impossible to make any statement about the probable cause of this complaint. Cause cannot be definitively determined. Packaging material was not returned for evaluation. Manufacturing records were reviewed, and indicate that the device was manufactured and packaged to specification.

Event description:
It is reported that hospital or employees stated packaging was not intact, therefore, would not implant as could not prove product was still sterile. Exact date of occurrence is not known.